Event description:
It was reported that the patient had been ¿wetting herself since a couple days¿ prior to the report. The patient was assisted in increasing to 3.5 volts. The patient also stated that she was in the hospital the night prior to the report with a bladder infection. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3889-28 lot# v792970, implanted: 2011-09-06 explanted: product type lead. (B)(4).